Event description:
It was reported that prior to starting a da vinci surgical procedure, the cable on the mega needle driver instrument had separated. There was no report that any piece(s) from the instrument fell into a patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip cable is broken at the distal idlers. The idler pulley spins freely and is not damaged. The cable segment sticks out at the wrist. Failure analysis investigation also found the following additional damages to the instrument: the instrument's pitch cable is frayed at the distal idler. The clevis does not exhibit any damage. No damage found on clevis. The edge of the distal pulley exhibits a mechanical indentation and the surface of the pulley has visible scratches. It was concluded that the damage to the pulley was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken grip cable and the additional findings of a frayed pitch cable and tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure modes were to recur.